Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A visual assessment of the returned sample revealed connector discoloration. The returned sample was connected to a calibrated ophthalmic vision system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet manufacturer specifications. Testing at manufacturing site found the handpiece to meet manufacturer specifications. Therefore, the customer reported event was not able to be confirmed. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that this handpiece met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, at the beginning of the phacoemulsification procedure, a patient experienced an incisional burn leading to corneal transplantation. The surgery was completed on the same day after replacing the handpiece and recalibrating the system. The patient¿s symptoms were resolved. Additional information has been requested, but none has been received to date.